Manufacturer narrative:
(B)(4): the device was not returned for evaluation. An investigation is in-progress for appropriate corrective actions. There was no reported impact to the patient.

Event description:
On (B)(6) 2017, a (B)(6) male patient with a history of atrial fibrillation received an off-pump surgical laa closure using an atriclip pro245. The patient was heparinized for the procedure. During the procedure, the release system was broken and the surgeon had to pull the wires instead of using the orange deployment tab on the device to release the clip. The clip was placed with the device, there was no delay in the case and the procedure was done properly. There was no reported impact on patient care or outcome.